Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Correction: section d4 - serial number; section h4.